Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 27-jan-2023. H6: investigation summary one injector mated to a connector along with the safety needle, which is not manufactured by bd, was provided to our quality team for investigation. Through visual inspection, no damage or defect was observed. Functional testing was performed, attempting to recreate the reported incident. When attempting to pass liquid through the system, it was found the liquid could not pass through the system, however, it was noted that no leakage between any of the connection occurred. After removing the needle attached with our connector, liquid could move from the syringe through the injector and connector without issue. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device, including flow rate verification and leakage testing. As the lots involved in this incident are unknown, a device history review cannot be performed and additional retained samples cannot be evaluated. Based on the sample evaluation, no issues related to our devices were observed, therefore we cannot establish a root cause related to our manufacturing process. It appears as if the needle connected to the assembly was defective. H3 other text : see h10.

Event description:
It was reported that the bd phaseal¿ optima injector (n35-o) leaked cytotoxic medication from the connection point to the safety needle. The following information was provided by the initial reporter: "there were two occasions in one week where there has been a leak noted to at the connection point between the hypodermic safety needle and the phaseal optima injector. Included all the names of the components that may be involved in the issue. This issue occurred in august 2021 and another occurrence prior. A product investigation was completed. There were no further actions. There has not been further incidence until now. Used with magellan hypodermic safety needle 25gx5/8."" " did you experience any adverse events as a result of the reported failure? Undetermined amount of drug loss, cytotoxic hazardous medication leaking from closed system. Was any medication used with the product? If yes, what medication? Sq rituximab for both occurrences. However, however in the past it has been other medications as well. You stated the patient and nurse were ¿exposed.¿ could you please describe what they were exposed to? Cytotoxic hazardous medications ¿ nurse wearing appropriate ppe. Was any additional medical intervention, tests, labs, or procedures required due to the device failure? No. Are you able to better verify where the leak was? It was believed to be between. The connector and needle. However, this is hard to say for sure. That was the point where the drop of medication was visualized by the nurse."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ optima injector (n35-o) leaked cytotoxic medication from the connection point to the safety needle. The following information was provided by the initial reporter: "there were two occasions in one week where there has been a leak noted to at the connection point between the hypodermic safety needle and the phaseal optima injector. Included all the names of the components that may be involved in the issue. This issue occurred in august 2021 and another occurrence prior. A product investigation was completed. There were no further actions. There has not been further incidence until now. Used with magellan hypodermic safety needle 25gx5/8". "Did you experience any adverse events as a result of the reported failure? Undetermined amount of drug loss, cytotoxic hazardous medication leaking from closed system. Was any medication used with the product? If yes, what medication? Sq rituximab for both occurrences. However, however in the past it has been other medications as well.. You stated the patient and nurse were ¿exposed.¿ could you please describe what they were exposed to? Cytotoxic hazardous medications ¿ nurse wearing appropriate ppe. Was any additional medical intervention, tests, labs, or procedures required due to the device failure? No. Are you able to better verify where the leak was? It was believed to be between the connector and needle. However, this is hard to say for sure. That was the point where the drop of medication was visualized by the nurse."